Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The f11 and f12 power line fuses were replaced and the issue was resolved. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The fuses were discarded on-site, so no part return is expected.

Event description:
A medtronic representative reported that when the user plugged the imaging system mobile view station (mvs) into a power outlet, sparks were seen and the f11 and f12 power line fuses were blown. It was reported that the fuses were replaced and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: per engineering review, without more information on where the sparks were seen and no other part replaced except the fuses, the most likely cause of the spark, or arc, was the fuses or the standard spark/arc when plugging into the wall outlet with no significant electrical hazard.